Event description:
Patient reported right side ¿lump or thickening in or near the breast or underarm area". Additionally, healthcare professional reported right side rupture. Patient also reported "unusual pain, tingling, swelling, numbness, or burning of the breast"; this is not device related. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, brown particles, crease fold, wear abrasion underweight. A microscopic analysis was performed which identify crease sharp opening on radius and crease smooth in the radius. Based on the device analysis the final assessment is: a crease sharp opening on radius due to a fold flaw opening; a crease smooth opening on radius due to a fold flaw opening.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 17/jul/2013. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "lump" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lump/nodule and rupture.

Event description:
Patient reported right side ¿lump or thickening in or near the breast or underarm area". Additionally healthcare professional reported right side rupture. Patient also reported "unusual pain, tingling, swelling, numbness, or burning of the breast"; this is not device related. Device has been explanted.